Event description:
Procedure: ercp with stent change. The "hydra jagwire coating peeled off the wire therefore unable to insert catheters over the guidewire which then required the physician to recannulate the common bile duct.